Event description:
Caller reported aviva system blood glucose result of 72 mg/dl, had hypoglycemia symptoms, drank a soda. Retest results within 10 minutes were 243 mg/dl, 126 mg/dl, 88 mg/dl, and 93 mg/dl. Customer felt better 20 minutes later. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.